Manufacturer narrative:
Findings: unit received with intermittent act button response due to flattened dome (creased). The keypad connector was inspected and no anomalies noted. Unit received with operating currents within spec. Unit passed selftest, unexpected alarm error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform excessive no delivery test, occlusion test or displacement accuracy test due to prime anomaly. Unit received with cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 15.0 mg/dl. Customer stated that he low blood glucose was due to customer's diabetes. The customer did not mention low blood glucose symptoms. The customer was treated with glucagon. The customer was not wearing the insulin pump during the hospitalization for less than 48 hours. Customer stated that blood glucose was stabilized and the basal rates has been adjusted by his healthcare professional. Customer declined low blood glucose troubleshooting. Customer also reported that the insulin pump has a keypad anomaly and the buttons were sticking. During the keypad anomaly troubleshooting customer confirmed that the time is advancing and there is no significant event that could have led to keypad anomaly. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis. Customer's blood glucose reading was at 210 mg/dl at the time of call.